Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence of a pre-analytical sample handling issue and no indication that the access free t3 reagent was returned for evaluation. A field service corrective action (fsca) was sent to customers instructing them to review and adjust access ft3 reference ranges in regards to the observed shift upwards in patient results. In conclusion, the cause of the event was customer's reference ranges were not in alignment with new product design.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for four (4) patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to another methodology and the patients' clinical presentations. The customer analyzed the patient's sample on an alternate methodology (unknown abbott method) and obtained discordant, lower results for all four (4) patients. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Assay quality controls (qc) and calibration were both performing within published specifications at the time of the event. There were no reports of issues with the analyzer or other assays. The customer did not supply any information regarding sample collection or processing in association with this event. There was no report of sample integrity issues reported by the customer.